Manufacturer narrative:
The pump has been returned to animas and evaluated on 05-apr-2018 with the following findings: the battery compartment was found to be cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue.